Event description:
The customer reported that the c arm would not make x-rays. No pt was harmed and the case completed with a slight delay and with another c arm.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.